Event description:
Physician reported "during explantation device got ripped and a small capsular contracture baker grade unknown". MRI has been performed. Device has been explanted and replaced with non allergan device. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Physician later reported, left side capsular contracture, baker grade iii.